Event description:
It was reported that patient presented with high capture thresholds noted on the patient's pacemaker. Surgical intervention was performed to address the issue on (B)(6) 2025. Following the procedure, it was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Event description:
New information received notes that cause of death was unable to be determined and no death narrative was available. No physician allegation that the death was related to device/ device procedure was made.